Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : 0316742 ¿ device expiration date: 11/30/2025. Device manufacture date : 11/11/2020. Lot # : unknown ¿ device expiration date: unknown. Device manufacture date: unknown. Investigation summary: exec summary - samples were received and an investigation was performed. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Samples returned - customer returned (12) sealed 32gx4mm bd pen needles from lot# 0316742. The consumer reported that the patient end is bending during the injection and is unable to complete the dose, and the consumer is also experiencing pain during the injection. All 12 returned pen needles were tested for visual inspection of point geometry, outer diameter and lube coverage. All observations fell within specification. Next all 12 samples were tested for flow using a test pen injector: all 12 were able to expel properly and no defects were observed. Samples (unknown lot#) - no samples (including photos) were returned therefore the complaint could not be not able to duplicated or confirmed and the root cause is undetermined. CAPA/sa - based on the above investigation no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review for batch 0316742 was carried out. All inspections and challenges were performed per the applicable operations qc specifications.

Event description:
It was reported that 2 bd pen ndl 32g 4mm hp were unable to deliver insulin or medication. The following information was provided by the initial reporter:   it was reported by the consumer the patient end is bending during the injection and is unable to complete the dose. The consumer is also experiencing pain during the injection.   Date of event: unknown. Samples: yes.